Event description:
Unstageable pressure injury to the patient¿s upper lip related to the et [endotracheal] tube holder, it was reclassified as a mucosal membrane injury to the patient¿s upper lip attributed to the et tube holder.